Manufacturer narrative:
It was reported that liquid was poured over the ventilator. The ventilator was investigated by our field service engineer on site and a technical error was noted in the device logs and no sign of liquid was seen. The expiratory channel printed circuit board (pcb) was replaced which solved the issue. The unit was tested and pre-use check passed successfully. During log evaluation the issue with the technical error can be confirmed. The expiratory channel (pcb) is part of the breathing subsystem. Thus, the software must be reinstalled if the board is replaced. The replaced expiratory channel (pcb) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that liquid was poured over the machine. There was no patient involvement. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 08/06/2007. The UDI information is not available since the device was manufactured before 2015.